Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, sleeve leakage occurred. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: additional medical device type: fpa. D4 medical device lot #: 5023474 was reported, however, this is not a lot number manufactured for the reported catalog number. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, sleeve leakage occurred. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d4. Medical device lot #: 5023474 d4. Medical device expiration date: 31-dec-2026 h4. Device manufacture date: 01-jan-2025 d.4 UDI#: (B)(4). Investigation summary: bd received six photos for investigation. Evaluation of these photos indicated that the sleeve was side-pierced and defective. A total of 10 retained samples were used for functional tests, all sleeves recovered as expected, and no defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.